Event description:
The physician placed the main body in the aorta and deployed to the contralateral limb and cannulated successfully. Proceeded to remove the proximal trigger wire and could not pull it out. A second attempt was made to no avail. The user then unscrewed the pin vise and held the grey positioner still while pulling down on the inner cannula to draw the top cap over the suprarenal stent. The trigger wire was then able to be pulled out. The graft was subsequently placed at the desired location. Case ended with no endoleaks. Patient is fine.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce this failure mode from occurring and/or reduce the probability of the worse case severity occurring. A physician reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device after the device is loaded. Implemented changes to the loading procedures will possibly prevent damage to the trigger wire during the loading process. An alternate deployment sequence has been approved for distribution in addition to the product's IFU. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent subsequently releasing tension from the trigger wire allowing it to be removed. This was effective in 2009. No product or films were returned for examination. However, the manufacturing records for this device indicate the graft was loaded prior to the implemented changes. We have notified the appropriate individuals and we will continue to monitor for similar events.